Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was extremely difficult to push and was intermittently unresponsive. During troubleshooting with tandem technical support, it was confirmed that wake button was intermittently unresponsive, even when forcefully pushed. Customer¿s blood glucose level was unaffected. Reportedly, the customer continued to use the pump for insulin therapy.